Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had to recharge daily because "one of their leads was not connected." The reporter stated that the patient "only had seven leads." It was unclear what this referred to or how many leads the patient was supposed to have. It was noted that the therapy was helping with the patient's symptoms. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: it was clarified one of the electrodes was reportedly not connected.

Event description:
Additional information received reported that the cause of the event was that contact two of the lead had a high impedance. There was no intervention and the contact was not used in programming. It was noted that hospitalization was not required and there was no patient injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 748295, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 748266, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 64002, lot# n268801, implanted: 2011-(B)(6), product type adapter product ID 37651, serial# (B)(4), product type recharger product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0406242v, implanted: 2004-(B)(6), product type lead product ID 3389-40, lot# j0340483v, implanted: 2004-(B)(6), product type lead. (B)(4).